Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Technical services (ts) noted that an alert for suspension was triggered on the right ventricular automatic threshold (rvat) test and the rv channel was at maximum output. Ts recommended further evaluation of the rv lead during an in-clinic visit. Subsequently, this lead was successfully repositioned. No additional adverse patient effects were reported outside the revision procedure. This rv lead remains in service.